Event description:
Customer called to say the standard strip was reading out of range with their blood glucose meter. The result was 112 with a range of 77-103. The device was replaced and the defective one was returned for investigation and analysis.